Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the air/water tube and cylinder had foreign material. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; the objective lens and the light guide lens had a crack; the adhesive on the bending section cover had a crack; the connecting tube had a buckling; the universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's bending rubber had come loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.